Manufacturer narrative:
It was not possible to match this event with any previously reported event. Other applicable components are: product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_pump lot# serial# unknown implanted: explanted: product type pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Albright, a.l., gilmartin, r., swift, d., krach, l.e., ivanhoe, c.b., mclaughlin, j.f. Long-term intrathecal baclofen therapy for severe spasticity of cerebral origin. J neurosurg. 2003. 98:291-295. Summary: the goal of this study was to ascertain the long-term effectiveness and safety of intrathecal baclofen (itb) in the treatment of spasticity of cerebral origin in children and young adults reported events: 1. 3 pumps were explanted because of infection. 2. 12 patients experienced a system-related event of a catheter fracture/break. 3. 7 patients experienced a system-related event of a catheter kink/occlusion. 4. 4 patients experienced a system-related event of a catheter dislodgement. 5. 12 patients experienced a potential drug-related adverse event of convulsions. 6. Convulsions were reported on the data collection forms of nine patients (13%); eight of these children had experienced seizures before itb therapy and their seizure frequency did not appear to change during itb therapy. The relationship between itb and seizures has been questioned. Of the nine children who experienced seizures during the surveillance period, eight had seizures before pump implantation. The single child who experienced his first seizure after itb treatment began suffered a brief seizure 6 months after implantation; no subsequent seizure was reported during the next 4 years.